Event description:
It was reported to philips that system would not boot up. Device was not in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed the device does not turn on, the screen remains black. Upon functional testing the fse found that the pcbox power supply was found to be defective. The reported issue occurred again and the fse replaced the pfs272 power tray fru. Tested the functionality and handed over the machine in working condition. And after 3 weeks again the issue occurred, so the fse replaced the power tray fru. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.